Event description:
Officers arrived on scene of a person described as in cardiac arrest, with an unk downtime. The device was used to analyze the patient ECG and rendered a shock decision. The defibrillator charged, but when the shock button was pressed, reportedly energy was not delivered to the patient. Analysis was reinitiated and the defibrillator recharged, but the failure recurred. At this time other officers arrived on scene and used their device of same model to administer defibrillator therapy to the patient. The patient was not resuscitated. The reporter indicated patient outcome was not affected by the discrepancy, due to a lack of patient viability.

Manufacturer narrative:
Other: the local factory service representative observed the device defibrillator fail to deliver defibrillator energy. The representative opened the device case and observed a female high voltage terminal (p14) was fully unseated from mating male terminal (j14). The representative re-seated the connection. The device was then observed to operate properly through full performance and functional testing.